Event description:
It was reported that after repositioning the lead, the helix would not extend, even after multiple turns were performed. The lead was not implanted. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned in segments and analyzed. The helix was disengaged from helical channel. There is blood/body fluid in the distal conductor (not obstructed), on the outer tubing overlay, in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head). Tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.